Event description:
Information was received from a consumer receiving dilaudid 5mg/ml at 1.9579mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient was also using the fentanyl patch and oral medication. It was reported that the patient experienced a change in therapy effect and had not been getting relief with his bolus. Reportedly, morphine was used in his pump for approximately three months and it did not work so the health care provider (hcp) changed it to dilaudid. The patient was getting pain relief and improvements. However, since a few months ago the patient was always getting sleepiness, dry mouth, sweating and leg weakness to which this was getting worse and the patient could hardly walk. The patient even tried cutting back his dosage but this did not help with the sleepiness. To stay loose and gain strength the patient had tried therapy, water exercise, and stretching. The patient did note he was getting depressed over this matter. "This friday," the patient was to have the pump refilled and would discuss these issues further with the physician. The patient also had an appointment scheduled with the family physician on (B)(6) 2014. On (B)(6) 2016 additional information received reported that the patient specifically reported having the following adverse effects: constipation (pre-existing due to fentanyl patches prior to pump implant) leg weakness and sleepiness/day sleeping. The patient's sleepiness had been gradually getting worse. The patient was sleeping when he doesn't want to, having trouble waking up and the patient had an episode where he fell asleep standing up where the patient fell and broke their clavicle and some ribs. Due to the sleepiness the patient was afraid to drive. The healthcare provider has tried raising and lowering the pump medication dose to try and troubleshoot the symptoms. The patient also reported that he had been taking other medications but has been trying to cut down on those so that his only medication would be from the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.